Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the defective g1 board could not be identified but can likely be attributed to normal wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device turned off after 4 minutes during a procedure. The problem, as reported to olympus, occurred during a urological examination of the bladder. The intended procedure was completed using a similar device. There was no patient injury, associated with the event, reported to olympus.